Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during the use of a cassette, the pump exhibited "no disposable, pump won't run" alarms. No adverse patient effects were reported. Per reporter, no further details were provided.